Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump won't recognize set as being loaded which was reproduced as the device unable to recognize an open door, thus preventing the device to prompt to load a set. The reported symptom was verified and found to be caused by a failed lower hook switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced pump won't recognize set as being loaded. There was no patient involvement. No additional information is available.